Event description:
As reported, the autopulse platform (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message and prompted the user to pull up the lifeband and check patient alignment. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) and prompted the user to pull up the lifeband and check patient alignment was confirmed based on the archive data review; however, this was not confirmed during the functional testing. The likely root cause of the reported ua07 error appears to be that the patient was either out of position or not properly centered. The reported ua07 was not reproduced during the testing, and the platform functioned as intended. A review of the archive data showed multiple ua07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load-sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position or not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. The autopulse platform passed the functional testing without error or fault. The load cell characterization check revealed no issues with the load cells. The reported complaint was not reproduced, and the autopulse platform functioned as intended. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors.